Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, a patient requiring cranial cta for acute cerebrovascular disease was administered contrast agent via an indwelling venous catheter. During administration, the catheter's white rubber stopper shifted to its end, causing leakage of blood and fluid from the catheter tip. The catheter was immediately clamped, removed, and the site compressed to stop bleeding. A new catheter was inserted, and the patient completed the examination normally. This incident resulted in significant blood loss for the patient and delayed the cranial cta procedure. Given the urgency of the patient's condition and the inability to assess the full extent of harm caused, this event is reported as a serious adverse event.